Event description:
The customer reported an uncontained fluid leak of approximately four (4) ml from the reticulocyte chamber of the coulter lh 750 hematology analyzer. The fluid leak consisted of a mixture of diluent, blood and clenz reagent. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield, and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found a leak in the tubing through pinch valve pv97b which controlled the draining of the reticulocyte chamber. The fse replaced the tubing at pv97b and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).